Event description:
Consumer called to report that the vaporizer was "spitting" hot water and burned her husband's hand while in bed. The unit was being run above the bed. This type of incident is caused when there is a high concentration of minerals in the water causing the vaporizer to over boil. This can be caused by the consumer adding too much salt to the water contrary to proper use instructions.

Event description:
Caller reported blood glucose results of 205 mg/dl, 307 mg/dl, and 41 mg/dl within 10 minutes on the compact plus system. Reported no adverse event relative to discrepancy. A request was made for the return of the strips, replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.